Event description:
During a low anterior resection the device cut but did not staple. After examining the patient, specimen and device, no staples were found. The surgeon had to mobilize more colon and create new purse string sutures. Another device of the same lot number was opened, inspected and fired with good results. There were no patient consequences.